Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging a display issue with his unknown onetouch verio meter; the exact meter brand was not provided as it had been discarded. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient reported that the alleged issue occurred about 5 months prior to contacting lfs. He indicated that he manages his diabetes with metoprolol and losartan oral medication; however, these are not medications for diabetes. The patient denied that he made any changes to his usual diabetes management routine following the start of the alleged issue. He stated that about a week and a half after the display issue began, he developed symptoms of ¿sweating and exhaustion¿. He reported that on a date he was unable to recall, he went to his doctor where a blood glucose result was performed on the doctor/clinic meter. The patient did not know the result but stated it was high. He indicated that the doctor reduced his metoprolol and losartan medication during the visit. No troubleshooting was possible and the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweating and exhaustion, after an alleged display issue with the meter.